Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls bulk non-printed eto res had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: on (B)(6) 2021, during vi (visual inspection) processes, operators observed unknown particles in a syringe batch. An internal investigation was conducted and part of the conclusion was to notify the supplier of the syringes.

Event description:
It was reported that syringe 10ml ls bulk non-printed eto res had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: on 18 feb 2021, during vi (visual inspection) processes, operators observed unknown particles in a syringe batch. An internal investigation was conducted and part of the conclusion was to notify the supplier of the syringes.

Manufacturer narrative:
H6: investigation summary seven photos were received by our quality team for evaluation. From the photos, foreign matter was observed on the syringe product. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned to determine the foreign matter type, the root cause of this incident cannot be determined.